Manufacturer narrative:
Ligation bands are intended to pass naturally through the gastrointestinal tract once the ligation site heals. Therefore, retrieval of a ligation band from the gastrointestinal tract is not considered intervention to preclude serious injury or death. A review of the two year adverse event history for the ligator product family was conducted. Retrieval of ligation bands has not caused or contributed to serious injury or death during this time period. Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During esophageal banding, the physician used a cook 6 shooter saeed multi-band ligator. The reporter indicated the latex band came off in the patient during the procedure (i.e. Premature band deployment). The band was removed with biopsy forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.